Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, batt out limit or failed batt test alarms during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Unit had broken battery tube threads, missing reservoir tube o-ring. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarms. Customer also stated that battery port was chipped and half of it was missing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.